Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product result the soft components of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The menu button was tested successfully and the functionality fulfills the product specification. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2013 patient reported the menu button on the infusion device does not always work properly. Patient stated he is currently on his backup infusion device because of these issues. Patient reported the button failure is intermittent. Patient stated he first noticed this concern about 5-6 months ago. Patient reported that when he presses the button it does not always respond. Patient stated it sometimes works if it is pressed hard. Patient reported the button does not appear flat but it is not the same every time. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.